Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unk biomet screw fractured inside (fos413) implant. It was also reported that they were not able to remove the fractured screw and had to remove the implant as a result.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One osseotite implant was returned for inspection. A visual inspection revealed that the internal drive feature contained the reported fractured screw, which was too badly damaged to be removed. The implant showed large signs of wear and debris along the threads and collars. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of biomet 3i titanium abutment screws, it is recommended to torque at 20ncm. A root cause could not be determined. The following sections have been updated: date of this report, manufacturer, contact office, manufacturer's contact office, date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", entered evaluation codes.